Event description:
It was reported that a 75 yo male patient, initial right shoulder implanted on an unknown date, underwent a revision procedure on (B)(6) 2024. The patient had been in pain since their initial surgery. X-ray showed medialization of the joint line and glenoid component. The inferior screw on the baseplate appeared to be completely outside the scapula vault. There were some lines around the cage that indicated it may be loose. It was also discussed that the poly may be disassociated due to notching observed on x ray and the tray articulating with the sphere. During the procedure, once access was made, it was observed the sphere had significant superior tilt. There was some metallosis present. The tray and liner were removed as well as all glenoid components. The liner was disassociated from the tray and in a posterior/superior location with significant wear. The surgeon had hoped to do a reverse, but there was significant glenoid bone loss and he opted to do a hemi instead. The patient was revised to same company devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return as the hospital will not release them to the reps. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of humeral liner disassociation and subsequent abnormal articulation between the glenosphere and humeral tray leading to prosthesis wear. The reason for the disassociation cannot be determined but may be the result of bone impingement between the humeral liner and native glenoid bone and/or inferior compression screw. The position of the inferior screw may be the initial positioning at the time of implantation; however, this cannot be confirmed from the information provided. Migration of the inferior screw, glenoid loosening, and the series of event cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and initial post-operative radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.